Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, there are 20 non sustained and 2 ventricular fibrillation (vf) events of less than 220 millisecond v-v cycle recorded between (B)(6) 2014.

Event description:
It was reported that during patient follow up visit that the patient had encountered arrhythmia's that were appropriately detected and treated by the implantable cardioverter defibrillator (ICD) with reported approximately twenty shocks. However, the patient reported having no symptoms during the episodes. During the episodes there was noted high heart rate. Subsequently, it was noted that a right ventricular (rv) lead dislodgement with oversensing had occurred. The rv lead was capped and replaced and no further patient complications were reported.